Manufacturer narrative:
(B)(4)

Event description:
Attorney alleges that pt had requested a non-rechargeable unit to be implanted, but had a rechargeable unit placed instead. Pt had to have another surgical procedure to have the correct stimulator unit implanted. The pt had permanent scarring. Add'l info was requested and will be provided when it becomes available.